Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was not reported if an autopsy was performed. It was reported on an unknown date prior to death, the patient was hospitalized for an unknown indication; however, it was also reported the patient passed away at home. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.